Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Explanted date - unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was experiencing pain due to a fractured cerclage wire. It was noted that the pain was due to the irritation of the wire that broke. Subsequently, the patient had the fractured cerclage wire removed on an unknown date. Attempts have been made and no further information is available at this time. X-ray review confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was experiencing pain due to a fractured cerclage wire. It was noted that the pain was due to the irritation of the wire that broke. Subsequently, the patient had the fractured cerclage wire removed approximately five (5) years post-implantation. The second wire was also removed, as both were reported to be loose and possibly causing irritation. The surgeon attempted to locate the small cerclage wire fragment that was on radiograph images, but was unable to locate it. The decision was made to leave the fragment versus further exploration of the muscle and surrounding tissues attempts have been made and no further information is available at this time. X-ray review confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of op-notes of initial surgery noted that surgeon has used two 18 gauge cerclage wires through the tendon-bone junction along with the shoulder implants and # 2 fiber wire. No complications or deviations noted during the procedure. Review of follow-up notes identified the patient having insidious onset of the right-sided shoulder pain. X-ray review it was confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening. Also mentioned that the likelihood of these symptoms was due to irritation of the wire that broke. Review of revision procedure op-notes noted the cerclage wires were removed. Attempted to locate the small cerclage wire fragment that was on images, but unable to locate it, hence the fragment was left in the patient's body to avoid further exploration of the muscles and the surrounding tissues. No other complications noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: modular humeral stem, catalog#: 00430001313, lot#: 62052450 pegged glenoid component, catalog#: 00430008700, lot#: 61626329 modular humeral head, catalog#: 00430205219, lot#: 61966672 reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was experiencing pain due to a fractured cerclage wire. It was noted that the pain was due to the irritation of the wire that broke. There is no indication of revision. Attempts have been made and no further information is available at this time. X-ray review confirmed that the superior cerclage wire was broken and noticed slight displacement of the wire fragment around the area of the anterior shoulder. The implants are found to be intact with no loosening.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was experiencing pain due to a fractured cerclage wire. It was noted that the pain was due to the irritation of the wire that broke. There is no indication of revision. Attempts have been made and no further information is available at this time.